Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's wife reported that their implantable pulse generator (ipg) was "not working right" and the patient experienced atrial fibrillation (af). The ipg remains in use. No further patient complications have been reported as a result of this event.